Event description:
It was reported the customer received a failed battery test alarm on their insulin pump. The customer stated they had tried several batteries, but the alarm persists with each new battery. Customer's blood glucose was 116mg/dl. Troubleshooting did not find any damage to the customer's battery compartment. It was found the customer still received a failed battery test alarm at the end of troubleshooting. Customer was advised their insulin pump needed to be replaced. No add'l info provided.

Manufacturer narrative:
The insulin pump was received with constant failed battery test alarms due to faulty battery tube. Battery was disconnected and reconnected to interface board. No failed battery test alarm noted afterwards. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The device also was received with stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.